Manufacturer narrative:
Evaluation result: brake adjuster, brake cam.

Event description:
It was reported by service report that the brakes would not engage. No pt involvement or adverse consequences are reported.